Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in the severely tortuous and non-calcified pulmonary vessel. A 5.0mmx19mmx150cm express sd stent balloon expandable was selected for percutaneous transluminal angioplasty. During the procedure, the shaft of the stent was snapped. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, nin. G4 - premarket / 510(k) #: k152607, k162404, and p060006.

Manufacturer narrative:
D2b - pro code (product code): fge, nin g4 - premarket / 510(k) #: k152607, k162404, p060006 device evaluated by MFR: the express sd device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that there were multiple kinks along the shaft. It was also noted that the device was in two pieces and that the stent was bent and damaged on the balloon. Inspection of the remainder of the device presented no other damage or irregularities. This concludes the product analysis.

Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in the severely tortuous and non-calcified pulmonary vessel. A 5.0mmx19mmx150cm express sd stent balloon expandable was selected for percutaneous transluminal angioplasty. During the procedure, the shaft of the stent was snapped. The procedure was completed with another of the same device. There were no patient complications as a result of this event.